Event description:
A hospital in (B)(6) reported via our distributor that a quantity of 5 900mr869 temp. Probes from the 900mr814 starter kits indicated signs of corrosion at the transducer. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint 900mr869 temp. Probes are currently en route to fisher & paykel healthcare for inspection. We will submit our findings in a f/u report following receipt of the devices and completion of the investigation.